Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after opening the package, the ureteral stent tubing was ruptured when the pigtail straightener was used to straighten the stent.

Event description:
It was reported that after opening the package, the ureteral stent tubing was ruptured when the pigtail straightener was used to straighten the stent.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted visual requirements state to use unaided eye at 12" to 18" distance under normal room lighting. The separation occurred at the distal pigtail. The separation appeared to be indented inward with no stretching or discoloration at the separation. The separated pigtail was provided inside the pigtail straightener. No other defects were evaluated. The suture was not provided for evaluation dimensional evaluation noted dimensional requirements state the od is to be 0.061" ± 0.002", the tip ID is to be 0.039" ± 0.002", the guidewire is to be 0.035" ± 0.001", and tube ID to be at 0.040" + 0.002" - 0.001. The sample passed all dimensional requirements . The od measured at 0.613" and 0.0620" using a laser micrometer. The tip ID was measured using a 0.039" pin gauge. A 0.035" guidewire passed through the sample with no hesitation. The tube ID was measured using a 0.040" pin gauge. Although an exact root cause could not be determined a potential root cause could be material selection. A DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation. The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.